Event description:
This device was returned with oos documentation from biotronik representative (B)(4). Per oos, at the "9 month follow-up this lead cannot consistently capture at maximum voltage; there were 3 "episodes" on the device that were declared vf. It looks like noise on the ventricular iegm." The physician replaced this lead with a linox sd 65/18, (B)(4).